Event description:
It was reported that a merlin.net transmission was received that contained nonsustained lead noise episodes due to intermittent ventricular oversensing. Programming changes and further testing were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.